Event description:
Angio films (eight still images) were reviewed. The right (ipsilateral) limb appeared to have reduced flow within the majority of the iliac limb. There was a slight reduction in stent graft cross-section seen near to where the ipsilateral and contralateral limbs are in close proximity to each other. This may correspond to the location near the distal aorta, but from the images provided could not confirm the location of this narrowing, possible cause, or if the stent graft was actually kinked. Following an unknown type intervention, the occlusion was resolved. The cause of the thrombus could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Aneurysm and vessel morphology were not reported. It was reported that the patient was admitted to the hospital due to back and left leg pain approximately one month ago. It was discovered that the left iliac stent graft has kinked and clotted off. A secondary procedure was performed to resolve the occlusion. The cause for the occlusion is unknown. No additional clinical sequelae were reported. Review of returned angio images at implant show that the ipsilateral limb was placed on the right side. The contralateral (left) iliac appeared to have good flow runoff. Follow-up angio showed that the left limb is completely occluded up to the bifurcate (above the flow divider). Following the intervention the occlusion had resolved. No visible kinks were seen on any of the stent grafts; the cause of the occlusion could not be determined.

Manufacturer narrative:
Method: (film). Results: inherent risk of procedure (occlusion). Lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).

Event description:
Additional information was received as follows: it was reported that the patient returned with the other leg (right) and the patient became symptomatic. The patient was treated before the limb completely thrombosed. An angiogram revealed there was stent graft infolding which started halfway down the iliac limb. This was not present at the initial evaluation. The physician stated the stent graft may have fatigued wilted and resulted in infolding.